Event description:
The caller reports that the marker moves on the wave when she hits the sync button. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.